Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the waterport to the oxygenator was found bent. No known impact or consequences to pt. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up- report when the investigation is complete and more info becomes available. For this reason, terumo referenced eval conclusion. (B)(4). Product identifier: (B)(4).